Event description:
It was reported that the patient had an avj (atrioventricular junction) ablation one week post-implant, with the lower rate being set to 80 bpm. About four months later, the physician lowered the lower rate to 60 bpm. Shortly thereafter, the patient experienced a syncopal episode, with the patient passing out and hitting their head, whereupon the patient was brought to the emergency room. No evidence of high ventricular rates was noted, but there was an at/af (atrial tachycardia/atrial fibrillation) episode in progress. The device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical devices: 5076-45 lead, implanted: (B)(6) 2015. (B)(4).